Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, the tip of the lead shifted and could not be fixed when it was placed on the right atrium. Multiple attempts to fix the lead were unsuccessful. It is suspected the source of the problem may have been patient anatomy. The lead was not used and a new lead was implanted instead. No adverse consequences reported on the patient.